Event description:
A company representative identified high impedance on a patient's device from system diagnostics during a routine data card review. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient's device was disabled as a result of the high impedance.